Event description:
Pt was implanted with an ams miniarc sling. It was reported that the pt had "severe and permanent bodily injuries and significant mental and physical pain and suffering, and economic losses, including infections, inflammation, vaginal discharge, dyspareunia, and continued incontinence."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.